Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 5440030, 510k # k102555 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with pre-op diagnosis- adjacent segment disease involved in the fusion additional extension procedure. It was reported that intra-operatively, the set screw could not be finally tightened. When checked the screw, there was a burr. Product broke and no fragments left in the patient's body. There was delay in overall procedure time for less than 60 minutes. Product was used correctly according to the directions given in the IFU/labeling. There were no patient symptoms or complications reported as a result of this event. Additional surgery was performed to replace the screw. Event was revision surgery. Initial surgery involved l4-s intervertebral fusion procedure. Patient medical history: bmi is high. On (B)(6) 2021, received additional information that there was no malfunction with the product used in the initial surgery. Products used in the initial surgery were not explanted. Reported product was discarded. Adjacent segment disease occurred at l3/4. There was fragment from set screw. Additional treatment/surgery performed on the same day ((B)(6) 2021), extended the fixation at l3/4. Surgery was completed.